Event description:
A caller reported receiving a ¿sensor exhausted¿ message on the same day of applying the adc freestyle libre 2 sensor. The customer experienced a loss of consciousness and was unable to self-treat therefore required glucagon injection from a non-hcp. No further information was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Physical investigation of product is not anticipated as reporter indicated device was discarded. Extended investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of all required investigation activities. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported receiving a ¿sensor exhausted¿ message on the same day of applying the adc freestyle libre 2 sensor. The customer experienced a loss of consciousness and was unable to self-treat therefore required glucagon injection from a non-hcp. No further information was reported. There was no report of death or permanent impairment associated with this event.